Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2018 -11335, 0001825034 -2018 -11338, 0001825034 -2018 -11351, 0001825034 -2018 -11352, 0001825034 -2018 -11353, 0001825034 -2018 -11354, 0001825034 -2018 -11355, 0001825034 -2018 -11356. (B)(4). Concomitant medicalp products: item # 115397 comp rvs cntrl 6.5x35mm st/rst, lot: 351970; 180550 comp lk scr 3.5hex 4.75x15 st, lot: 115560; 010000589 comp rvrs 25mm bsplt ha+adptr, lot: 180780; 180551 comp lk scr 3.5hex 4.75x20 st, lot: 238420; 180551 comp lk scr 3.5hex 4.75x20 st, lot: 238400; 115310 comp rvrs shldr glnsp std 36mm, lot: 128420; 113634 comp primary stem 14mm mini, lot: 213860; 115370 comp rvs tray co 44mm, lot: 752390. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain with loss of range of motion and component loosening secondary to glenosphere disassociation in-vivo. No further information available at this time.

Manufacturer narrative:
It was determined this device did not cause or contribute to the reported event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to the reported event. Please void this submission.